Event description:
It was reported that the pump alarms for occlusion and has a broken gasket/seal underneath. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. Review of the service history identified that the device had not been in service in the past 12 months. While testing the pump there were no signs of an occlusion alarm. Further investigation of the product found a damaged downstream occlusion (dso) seal, and it was replaced. The device was submitted for functional and delivery testing and will be returned to the customer after confirming all tests are within specification.